Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 07/12/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's mother described the reaction as red skin under the sensor tape with red pus and an infection at the insertion site. On (B)(6) 2016, the patient was taken to the family physician and was prescribed antibiotics to clear up the infected skin. Antibiotics were to be taken four times a day. At the time of contact, the patient was in good condition. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined